Event description:
It was reported that some of the units (in centimeters) that are printed on the PICC are erased or defective, they cannot be read well.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of depth marker print issues is confirmed to be manufacturing related. One 4 fr sl powerpicc catheter was returned for evaluation. The 3cg stylet assembly was returned within the catheter. The catheter was trimmed at the 35 cm depth marker. A product sticker label was also provided which indicated lot: reen4794. A black streak was visible at the 11 cm depth marker and extended up to the 14 cm depth marker. The depth markers in between the location of the streak appeared to be smudged. Microscopic observation of the streak revealed it to have similar characteristics as the ink used in the depth marker printing. Photos of the sample were forwarded to the manufacturing facility for further evaluation. The manufacturing evaluation findings indicted the cause to have occurred during the catheter printing process; therefore, the complaint is confirmed. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen4794 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that some of the units (in centimeters) that are printed on the PICC are erased or defective, they cannot be read well.